Manufacturer narrative:
Block h6: added codes sensor (510) and 2199 (no health consequences or impact).

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Not applicable for this device. Not applicable for this device. Country is (B)(6). The probable cause for the cracked and missing sensor could not be conclusively determined; however, manipulation and strain can damage the internal components. The health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: 2199 (no health consequences or impact). Do not apply to this submission.

Event description:
It was reported during a coronary procedure inside the body before normalization, the manufacturer's guide wire was used to take a few recordings and after the third recording, the pa pressure was unable to be detected. An attempt to reconnect the manufacturer's guide wire to the pim was not possible. The procedure was completed with the suspect manufacturer's wire. No patient injury reported. The returned device was visually and microscopically inspected. A portion (less than 0.02 mm) of the sensor was cracked and missing with rough edges observed. During functional testing, the manufacturer's guide wire failed the zero test, thus the drift test could not be performed. This product problem is being submitted since it could not be determined when the sensor separated from the manufacture¿s device. There is a potential for harm if the malfunction were to recur.